Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, d1, g4 (PMA/510(k). A getinge fse was dispatched to evaluate the unit the fse replaced the inverter pcb and performed pm procedures for manufacturer specifications. All test passed and unit over to customer in good condition.

Event description:
It was reported during routine check that the cs300 intra-aortic balloon pump (iabp) had blank screen when turned on. No patient was involved.

Event description:
It was reported prior to use that the cs100 intra-aortic balloon pump (iabp) had blank screen when turned on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.